Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is the patient/consumer. Initial reporter is unknown.

Event description:
It was reported that a cassette is causing repeated no disposable alarms despite troubleshooting including removing cassette, cleaning sensor, pressing down on green spring, massaging tubing, and reattaching pump and securely seating. Repeated alarm on two pumps. Switched to backup cassette with a different lot number. No further alarms. There was no patient injury.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: the device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.